Manufacturer narrative:
D6b, date of explant, has been added.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the femoral artery was mistakenly accessed, and those repeated accesses caused the hematoma, not the impella pump or sheath. No allegation per the physician communication that our devices were causal. Investigation summary: access site adverse event/hematoma: the cause of access site adverse event/hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp and an impella rp flex experienced a hematoma after attempts were made to place a catheter in the femoral vein. The patient was in critical condition.